Event description:
Per the clinic, it was reported that the patient experienced headaches and was unable to tolerate wearing the device. Subsequently the device was explanted on (B)(6) 2020. The patient was not reimplanted and has resumed device use using a processor on a softband.